Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after an atrial fibrillation episode on egm. It was noted that the right atrial channel had noise. It was unknown if it was lead noise or noise from external source. Patient was stable and had no complaints. The patient would continue to be monitored.